Manufacturer narrative:
Product ID: 388928, lot# 0209387710, implanted: (B)(6) 2015, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2015, product type: extension.

Event description:
A consumer via a manufacturer representative reported that on (B)(6) 2016, she fell going up the stairs. The consumer had a badly bruised knee and suspected that most of her fall/impact was on the left side where her device was located. She only had access to one program and could barely feel stimulation. The consumer was advised to contact her clinic/doctor to ensure system integrity. A new programmer was sent to the consumer in case it was damaged. The issue was not resolved. Additional information received from the representative reported there was no further information to provide at this time.